Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include stage 5 kidney disease, anxiety, depression, hypertension, unresponsiveness and sleep apnea. The patient was treated with an IV (intravenous d50) and juice. The patient was released the same day. The pod was worn when seeking medical attention.